Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the event data. The data indicated that the initial sample result was too high to generate a result on the initial test which triggered both "above assay range" and "loci cpm cutoff triggered" flags, indicating that the result is not reportable. Since the module shuts off to avoid damage, the result of <1 miu/ml is entered along with the flags, which make this a non-reportable result. The customer reported a result with error flags which should not have been reported. The cause of the discordant, false negative bhgc result being reported out was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false negative beta human chorionic gonadotropin (bhcg) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it as it did not match the patient's clinical picture. The discordant results were flagged by the instrument. The sample was diluted and repeated on the same instrument, resulting positive. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative bhcg results.